Event description:
The customer received questionable results for multiple assays for qc material and patient samples. Of the data provided, only the following results were reportable malfunctions. Patient 1 initial elecsys total psa immunoassay (tpsa) result was 5.5 ng/ml and the repeat results on (B)(6) 2018 were 3.8 ng/ml and 5.4 ng/ml. The second repeat result was believed to be correct. Patient 2 initial elecsys free psa immunoassay (fpsa) result was 0.85 ng/ml and the repeat results on (B)(6) 2018 were 0.56 ng/ml and 0.82 ng/ml. The second repeat result was believed to be correct. The initial tpsa result was 3.5 ng/ml and the repeat result on (B)(6) 2018 was 2.6 ng/ml. This patient was a (B)(6) male. Patient 3 initial tpsa result was 4.8 ng/ml and the repeat result (B)(6) 2018 was 3.1 ng/ml. The erroneous results were not reported outside of the laboratory. There was no adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The customer flushed the system and ran qc until the issue was resolved. The field service representative could not find a cause. The customer was running patient samples and stated qc was within range. He replaced a bent mixer and ran performance testing with successful results.